Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement using denali filter. The patient allegedly experienced severe pain for 30 seconds following deployment, but this quickly resolved. After when the patient presented with severe pain on (B)(6) 2025, it was further reported that computed tomography demonstrated bleeding from lumbar artery branch. Reportedly, it was assumed to be caused by puncture from denali through inferior vena cava into artery and the artery was subsequently embolized. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement using denali filter. The patient allegedly experienced severe pain for 30 seconds following deployment, but this quickly resolved. After when the patient presented with severe pain on (B)(6) 2025, it was further reported that computed tomography demonstrated bleeding from lumbar artery branch. Reportedly, it was assumed to be caused by puncture from denali through inferior vena cava into artery and the artery was subsequently embolized. The current status of the patient is stable.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided to confirm the reported event. A definitive root cause for the reported patient device incompatibility could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G2, g3, h6 (method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement using a denali filter. The patient allegedly experienced severe pain for 30 seconds following deployment, but this quickly resolved. After when the patient presented with severe pain on (B)(6) 2025, it was further reported that computed tomography demonstrated bleeding from the lumbar artery branch. Reportedly, it was assumed to be caused by a puncture from denali through the inferior vena cava into the artery and the artery was subsequently embolized. The current status of the patient is stable.